Manufacturer narrative:
Device log files were examined during servicing and revealed a protocol recovery error was recorded at the time of the event. Comprehensive investigation and testing revealed that the temporary software interruption experienced by the user can occur when multiple button selections are made in rapid succession. This quick input of commands can potentially lead to a software interruption and the subsequent internal fault/system diagnostics alert. Upon arrival at the service provider, the device fully complied with all manufacturer specifications relevant to the product problem and no lasting negative performance effects were identified. A review of complaint files for this reportable condition indicates the issue falls within established control limits. A CAPA has been opened to document the investigation and corrective action into this failure mode.

Event description:
On (B)(6) 2025, (B)(6) reported an adverse event involving the noxboxi device during the administration of inhaled nitric oxide (ino) therapy. According to the hospital staff, the device issued an alarm indicating an internal fault/system diagnostic error. In response, the clinical team transitioned to manual bagging mode to maintain respiratory support. During this transition, a transient drop in the patient's oxygen saturation levels was observed. Oxygen levels improved promptly with manual ventilation and returned to baseline following replacement of the noxboxi device. No permanent harm or long-term adverse effects to the patient were reported.